Manufacturer narrative:
H3 other text : device received by third party, but evaluation not yet done.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient complains of nausea and cough. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center, but device not evaluated yet. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.